Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
Material no. 381512 batch no. 9084975. It was reported that during use of the bd insyte¿ autoguard¿ winged yel 24ga x .75in the catheters are shred, are difficult to advance, and are leading to multiple attempts to insert catheter. The following information was provided by the initial reporter: 7/4 experienced nurses attempted IV on critically ill infant. Four attempts where IV catheter was dull on insertion and then difficult to advance (these were all lot # 9084975). Fifth attempt with different lot number ¿ no issues. Fifth attempt was one of the other nurses that experienced difficulty. Identified lot number was then removed from unit.¿ ¿making rounds over the july 4th week as well as other days and noting the ¿failure rate¿ in ivs [subjective], I started asking why. It has been brought to my attention by multiple nurses, charge nurses on down to experienced nurses, nnps that these new bd insyte autoguard winged, 24ga x 0.75 in catheters shred, are difficult to advance and could result in multiple attempts over and beyond the usual. I have called uh and their nurses are experiencing the same problem.¿ when I met with the manager, she mentioned the needle was dull an when they took the catheter off the needle and ran their finger down it, they found a burr so they pulled the entire lot.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 381512, batch no. 9084975. It was reported that during use of the bd insyte¿ autoguard¿ winged yel 24ga x .75in the catheters are shred, are difficult to advance, and are leading to multiple attempts to insert catheter. The following information was provided by the initial reporter: on 7/4 experienced nurses attempted IV on critically ill infant. Four attempts where IV catheter was dull on insertion and then difficult to advance (these were all lot # 9084975). Fifth attempt with different lot number ¿ no issues. Fifth attempt was one of the other nurses that experienced difficulty. Identified lot number was then removed from unit.¿ ¿making rounds over the july 4th week as well as other days and noting the ¿failure rate¿ in ivs [subjective], I started asking why. It has been brought to my attention by multiple nurses, charge nurses on down to experienced nurses, nnps that these new bd insyte autoguard winged, 24ga x 0.75 in catheters shred, are difficult to advance and could result in multiple attempts over and beyond the usual. I have called uh and their nurses are experiencing the same problem.¿ when I met with the manager, she mentioned the needle was dull an when they took the catheter off the needle and ran their finger down it, they found a burr so they pulled the entire lot.